Manufacturer narrative:
The reported event occurred on a cobas synergy g9 server rack with serial number (B)(6). The investigation determined that the cobas dpx assay performed within specifications. A review of the cobas dpx parvovirus b19 sample results confirmed that no high-titer false non-reactive results occurred due to suboptimal pcr growth curves in the reviewed dataset.

Event description:
The initial reporter questioned the result calling and interpretation of the kit cobas 58/68/8800 dpx 480t us assay on the cobas synergy g9 server rack.